Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during the intraocular lens (iol) implant procedure trailing haptic stuck in the injector, lens had been removed and a new lens had been implanted. Additional information was received indicating that the patient had some endothelium damage and was being monitored to see how they recovered. Additional information has been requested.

Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. The device was received loose inside the carton. The plunger is fully advanced outside of the nozzle tip. Solution is dried in the device. No damage observed. Broken haptic tip is observed between the plunger and the nozzle wall. The remaining lens not returned. A product history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. The root cause for the reported complaint could not be determined. Broken haptic tip is observed between the plunger and the nozzle wall. The plunger position in relation to the broken haptic during advancement cannot be determined. Broken haptics may occur: ¿ due to the use of a non-qualified viscoelastic. Material properties of non-qualified ophthalmic viscosurgical device (ovds) may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. ¿ if the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. In addition, haptic strength (modulus) decreases as the temperature increases and is more likely to break under stress. ¿ if a straight trailing haptic occurs and it was not properly detected to be out of position. ¿ if the plunger is not fully advanced, the trailing haptic may not release properly from the device. Any of the above listed causes alone, or in combination, may create the reported event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and stated that a tiny bit of the haptic was still in the injector at the time of reporting.